Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the pump had fluid in the battery compartment. The customer's blood glucose was 8.7mmol/l. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test as the pump had a leak at a crack on the back of the case. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to a blank display. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay, a cracked case on the back at the battery tube area and battery tube threads, a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.